Manufacturer narrative:
Product event summary:it was reported that the patient experienced controller fault and critical battery alarms. The controller ((B)(4)) and three batteries ((B)(4)) were not returned for evaluation. A review of the controller and batteries manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms as a result of the patient allowing the batteries allowed to deplete 10% relative state of charge (rsoc). Additionally, four (4) controller fault alarms were recorded indicating that the battery had depleted to 0% rsoc. The batteries associated with this product event were not involved in the critical battery or controller fault alarms. Failure analysis could not be performed as the devices were not returned. Based on the available information, the most likely root cause of the reported event can be attributed to the patient allowing the batteries to deplete below 10% relative state of charge. However, (B)(4) did not trigger any of these alarms. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery/(B)(4)/ model #: 1650/ expiration date: 2016-05-31, UDI #: (B)(4), mfg date:2015-05-31, (B)(4). Heartware ventricular assist system ¿battery, battery/(B)(4)/ model #: 1650 / expiration date: 2016-06-30, UDI (B)(4), mfg date:2015-06-30. (B)(4). Conclusion code: heartware ventricular assist system ¿battery, battery/(B)(4)/ model #: 1650/ expiration date: 2016-07-31, UDI #:(B)(4), yes, mfg date:2015-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by medical personnel that a patient experienced batteries and a controller that showed a critical battery alarm. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.